Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 11-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 509029) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), paraesthesia ("tingling extremities"), abdominal distension ("bloated abdomen"), peripheral swelling ("swollen legs"), memory impairment ("forgetfulness"), insomnia ("insomnia"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), back pain ("back pain"), arthralgia ("joint pain"), fatigue ("fatigue"), asthenia ("loss of strength") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(4) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, paraesthesia, weight increased, abdominal distension, peripheral swelling, memory impairment, insomnia, depression, anxiety, allergy to metals, back pain, arthralgia, fatigue, asthenia and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, anxiety, arthralgia, asthenia, back pain, depression, dizziness, dysmenorrhoea, fatigue, insomnia, memory impairment, paraesthesia, pelvic pain, peripheral swelling and weight increased with essure (ess205). Most recent follow-up information incorporated above includes: on 11-feb-2020: essure was removed on (B)(4)2019 a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 11-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 509029) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), paraesthesia ("tingling extremities"), abdominal distension ("bloated abdomen"), peripheral swelling ("swollen legs"), memory impairment ("forgetfulness"), insomnia ("insomnia"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), back pain ("back pain"), arthralgia ("joint pain"), fatigue ("fatigue"), asthenia ("loss of strength") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, paraesthesia, weight increased, abdominal distension, peripheral swelling, memory impairment, insomnia, depression, anxiety, allergy to metals, back pain, arthralgia, fatigue, asthenia and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, anxiety, arthralgia, asthenia, back pain, depression, dizziness, dysmenorrhoea, fatigue, insomnia, memory impairment, paraesthesia, pelvic pain, peripheral swelling and weight increased with essure (ess205). Most recent follow-up information incorporated above includes: on 11-feb-2020: essure was removed on (B)(6) 2019. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 509029) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), paraesthesia ("tingling extremities"), abdominal distension ("bloated abdomen"), peripheral swelling ("swollen legs"), memory impairment ("forgetfulness"), insomnia ("insomnia"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), back pain ("back pain"), arthralgia ("joint pain"), fatigue ("fatigue"), asthenia ("loss of strength") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, paraesthesia, weight increased, abdominal distension, peripheral swelling, memory impairment, insomnia, depression, anxiety, allergy to metals, back pain, arthralgia, fatigue, asthenia and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, anxiety, arthralgia, asthenia, back pain, depression, dizziness, dysmenorrhoea, fatigue, insomnia, memory impairment, paraesthesia, pelvic pain, peripheral swelling and weight increased with essure (ess205). Lot number: 509029 manufacture date: 2005/12 expiration date:2017/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) (batch no. 509029) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea"), paraesthesia ("tingling extremities"), abdominal distension ("bloated abdomen"), peripheral swelling ("swollen legs"), memory impairment ("forgetfulness"), insomnia ("insomnia"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), back pain ("back pain"), arthralgia ("joint pain"), fatigue ("fatigue"), asthenia ("loss of strength") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, dysmenorrhoea, paraesthesia, weight increased, abdominal distension, peripheral swelling, memory impairment, insomnia, depression, anxiety, allergy to metals, back pain, arthralgia, fatigue, asthenia and dizziness outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, anxiety, arthralgia, asthenia, back pain, depression, dizziness, dysmenorrhoea, fatigue, insomnia, memory impairment, paraesthesia, pelvic pain, peripheral swelling and weight increased with essure (ess205). Amendment: the report was amended for the following reason: case upgraded to serious incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.